Manufacturer narrative:
The investigation determined that the higher lower than expected vitros amon quality control results were obtained from non-vitros control fluids and one level of vitros performance verifiers using vitros amon on a vitros 5600 integrated chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. A review of historical amon qc performance identified atypical within-laboratory vitros amon qc performance compared to ortho guidelines, indicating the vitros 5600 instrument was not performing as intended. An ortho field engineer (fe) performed service actions that included microslide incubator decontamination. Following completion of service actions, acceptable within-run precision results were obtained indicating the vitros 5600 integrated system was performing as expected.

Event description:
The customer observed lower than expected vitros amon quality control results from one level of a non-vitros control fluid (mas) and one level of vitros performance verifier ii (pv2) using vitros amon slide lot 1014-0241-9212 and higher than expected vitros amon quality control results from two levels of non-vitros mas controls when using vitros amon slide lot 1014-0241-8075 on a vitros 5600 integrated chemistry system. Vitros amon slide lot 1014-0241-9212: pv2 result: 158 umol/l versus expected 197.7 umol/l, mas2 result: 117 umol/l versus expected 154.5 umol/l. Vitros amon slide lot 1014-0241-8075: mas1 result 228.234 versus expected 31.0 umol/l, mas2 results 192.087, 111.964, 119.5 versus expected 154.5 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).